Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had experienced increased pain in the right leg shortly after the lead implantation procedure. The lead was removed shortly thereafter and the trial was aborted. The patient's neurologist believed the symptoms were a combination of reflex sympathetic dystrophy (rsd) and arachnoiditis. There have been no further reports of complications.